Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 35 months, was explanted due to end of life (eol) battery status. There is a concern that the device depleted prematurely.